Event description:
On (B) (6) 2010, patient reported her infusion device displayed an e4 (occlusion) error. Patient stated her insulin cartridge and infusion set are 4 days old. Patient reported her blood glucose reading is in the 300's mg/dl. Patient's normal blood glucose is around 120 mg/dl. Patient stated, she bolused 2 units of insulin for correction. Advised patient to disconnect the infusion tubing from the infusion site and prime out of the end of the tubing. Advised patient to remove the infusion site; patient stated the cannula was bent. Had patient insert a new infusion site and bolus 1.0 units of insulin to fill the cannula. Patient was not confirming a standard bolus by pressing the check mark button. Reviewed how to confirm a bolus. Patient reported, she has noticed other cannulas bent in the past. Reviewed infusion site insertion and rotation. Patient stated, she is using the insertion assist device. Patient reported, she does have scar tissue. Patient reported, the battery cover has not been changed. Reviewed to change the battery cover every 4th battery change. Patient reported, she has had recent eye surgery. Patient stated, the elevated blood glucose levels have been intermittent for months, but the most recent occurrence was on (B) (6) 2010. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.